Manufacturer narrative:
Evaluation was not possible, as the device is not being returned. Without the return of the device in question a root cause for this incident cannot be determined. A review of the device history records was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review has not identified additional complaints for this lot number on file. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Event description:
The retention suture did not hold the anchor on to the inserter. The inserter prevented from inserting and broke the anchor when trying to reinsert it. All pieces were removed with a grasper and the surgeon was confident that all pieces were removed. The patient's bone quality is noted as average to hard. No patient injury or other complications were reported.